Manufacturer narrative:
Concomitant products : 5076-52 lead, implanted: (B)(6) 2001, 0125 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold and possible intermittent loss of capture was noted on the electrogram (egm.) The lead remains in use. No patient complications have been reported as a result of this event.